Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Caller stated pt reported that the "device" has moved in their body. Caller reports pt stated the device was now "down in his tail-bone and it hurts". Caller noted previous imaging shows ipg in the right pelvis area. Caller stated pt was trying to get the scs explanted but pain doctor wanted MRI done prior to explant. Redirected to hcp to verify MRI eligibility.